Event description:
It was reported that this deep brain stimulation (dbs) patient underwent a system explant procedure due to an infection localized at the implantable pulse generator (ipg) pocket site. The patient presented with redness and moderate swelling around the ipg pocket. The devices were discarded by the medical facility and will not be returned for analysis. Postoperatively, the patient is recovering normally.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - nhl, pjs. The devices were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A labeling review did not reveal any anomalies as it states that infection is a known risks with the use of deep brain stimulation (dbs). A review of the device history record (DHR) confirmed that the devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional suspect medical device components involved in the event: model number/catalog number: dbs directional lead sterile kit 45cm serial number: (B)(6) batch/lot number: 7146261 model/catalog description: db-2202-45 unique identifier (UDI) #: (B)(4) model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7141502 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4) model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7145694 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4) model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7145148 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4) model number/catalog number: db-4600-c serial number: na batch/lot number: 38032504 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4)